Event description:
It was reported that the 6600 system locked up and would not x-ray. Also there was foot switch error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The x-ray controller board and foot switch were replaced and the connectors were re-seated during the service call. The system was tested, and found to be working as intended, and put back into service.